Event description:
Facility alleges pt reaction during dialysis. Chief tech reported pt showed symptoms consistent with an allergic reaction at beginning of treatment. Switched to another type of dialyzer. No further problems reported. 8th use.